Manufacturer narrative:
(B)(4). The device was not returned for analysis; the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the 2.5x15 mm everlink stent was deployed covering the target lesion. However, the stent migrated about 1-2 mm into the healthy vessel. Although the stent migrated, the target lesion remained covered, as the stent was larger than the target lesion. The procedure was completed with the deployed everlink stent. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.